Manufacturer narrative:
Investigation: used test and analysis equipment: microscope "keyence- vhx 600 d". Digital-camera "panasonic dmc tz8. We investigated the fracture surface of the instrument. Here we found the typical signs of a multi axial stress condition of bending and torsion. The broke off tip is missing (according the surgeon it stuck in the screw, the screw remained in the patient). Batch history review: the manufacturing documents have been checked and found to be according to specification valid during the time of production. Conclusion and root cause: the root cause of the problem is most probably user related. Rational: the fracture surface exhibits signs of excessive torsion and bending. A material defect can be excluded. Corrective action: according to (B)(4) there is no CAPA necessary.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: czech republic. It was reported that during a surgical procedure the screwdriver broke. It is reported that part of the screwdriver is in the patient. There is no harm to the patient reported.